Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 275cc saline breast implants which the patient experienced bilateral deflation after implantation. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
This complaint has been identified as a duplicate of manufacturer report number 1645337-2022-08059 . This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc. Additional information received on july 8, 2022 indicated that the patient underwent bilateral replacements as follow: l cat#:3503001bc sn#: (B)(6) r cat#:3503001bc sn#: (B)(6) on (B)(6) 2022. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 25, 2022 indicated that the date of event was on december 3, 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Patient previous event was reported in manufacturer report number: 1645337-2022-01235. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 7, 2022, mentor became aware that the initial report contains incorrect awareness date of (B)(6) 2021. The correct date is (B)(6) 2022; therefore, the initial report was not late. Manufacturer¿s reference number: (B)(4). Correct awareness date is (B)(6) 2022, which makes the report due date at february 16, 2022.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).